Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: it is my understanding the device user was drawing up dextrose when this happened so there was no harm done. The tubing is the exact same as the other set that broke # 2420-0007, I have it and the outer wrapper, the lot number on the pharmacy set is (10)20043169. We actually had two separate instances of sets breaking (B)(6) 2020 , one set was in the pharmacy and they were able to keep the tubing and the wrapper, the other incident was in our cancer center and we have the set but it is hooked up to a drug bag so I am just including pictures. The event that was put in for the cancer center there was ¿no employee exposure and the spill was contained properly.¿

Manufacturer narrative:
It was reported that the tubing set separated. Received one used primary set model 2420-0007 lot 20043169 with the original packaging. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the tubing (p/n 660132) and drip chamber¿s outlet port (p/n 630-00362). Closer inspection under a lab microscope observed that the tubing had insufficient solvent applied at engagement during manufacturing process. No other anomalies were observed with the set. A dimensional analysis was performed on the tubing¿s inner diameter and the drip chamber port¿s outer diameter. The inner diameter of the separated tubing was measured and found to be within specification of 0.107 in. The outer diameter of the drip chamber¿s outlet port was measured and found to be within specification of 0.122in (+/- 0.002). Functional testing could not be performed on the set due to a leak that would occur from the separation. Bd nogales manufacturing is aware of this failure and has addressed this issue under CAPA 1027651. Although the corrective actions were implemented during the manufacturing of this lot, the CAPA was completed to address potential root causes and an effectiveness check plan for reduction of this issue. Bd nogales manufacturing will continue monitor this issue for an increase in frequency. Equipment used (measurement and inspection performed on 10sep2020). - optical ram-cnc, eq08204, calibration due date: 05feb2021. - calipers, eq02784, calibration due date: 19dec2020. A device history record for model 2420-0007 with lot number 20043169 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 03apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer¿s report that the tubing set separated was confirmed due to a separation at the engagement between the tubing and the drip chamber¿s outlet port. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: it is my understanding the device user was drawing up dextrose when this happened so there was no harm done. The tubing is the exact same as the other set that broke # 2420-0007, I have it and the outer wrapper, the lot number on the pharmacy set is (10)20043169. We actually had two separate instances of sets breaking (B)(6) 2020 , one set was in the pharmacy and they were able to keep the tubing and the wrapper, the other incident was in our cancer center and we have the set but it is hooked up to a drug bag so I am just including pictures. The event that was put in for the cancer center there was ¿no employee exposure and the spill was contained properly.¿